Manufacturer narrative:
The analysis continued by opening the device case. The open fuse condition was confirmed, and the electronic assembly was inspected, re-powered externally and monitored for background and charging current. No defects were noted or observed in the inspection and current monitoring. A negative voltage imbalance was observed to develop across the high-voltage capacitor stack over time. This imbalance condition was present on the top-bottom capacitor pairing. The open fuse condition was reproducible in the laboratory setting under various negative voltage imbalance scenarios occurring naturally in this device after a charge and decay period. A corrective action to address the negative voltage imbalance has been implemented.

Event description:
Boston scientific received information that this device was explanted due to a pocket infection. The infection was likely due to a combination of a hematoma post procedure, tracheostomy, and weekly dialysis. The device was returned for routine analysis testing. Initial analysis revealed the device had two resets during charge and shock testing. After the second test, the device was unable to be telemetered and had no response to a magnet. It was determined through x-ray inspection that the device fuse element was opened. This condition arose during standard returned product analysis and represents a change in device performance from the as-received state of the device.